Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "viscometer failure or mechanical failure". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "description/indication the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precaution do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) unroll self-adhering catheter over penis. 4) gently squeeze the catheter to properly seal adhesive to the skin. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. 5) connect to drainage device. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was unable to remove the male external catheter. The patient sent all three of the externals, but the patient did not indicate which one specifically had an issue or whether it was multiple catheters from the order. The liberator representative recommended the patient to use a warm cloth to help with the removal. Also suggested that the patient could use remover wipes if the warm cloth did not help.

Event description:
It was reported that the patient was unable to remove the male external catheter. The patient sent all three of the externals, but the patient did not indicate which one specifically had an issue or whether it was multiple catheters from the order. The liberator representative recommended the patient to use a warm cloth to help with the removal. Also suggested that the patient could use remover wipes if the warm cloth did not help.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.